Event description:
General report received of unspecified number of undocumented incidents of bleeding/blood loss from the connection of the male adaptor plug and the hub of the angiocath. Pre-operatively, the pt's peripheral veins are accessed with 22-gauge angiocaths, which are then capped with the male adaptor plug. The crna reported that upon receiving the pts in the surgical area or during the administration of sediation, some blood loss and/or bleeding was noticed between the area where the luer of the male adaptor plug and the hub of the angicath connect. In the attempt to tighten the luer of the male adaptor to the hub of the angiocath, it was reported that it would not tighten completely. The male adaptor plugs were then exchanged. The crna reported the same occurrences with the second plugs. It was reported that the crna would then hold the male adaptor snug to the catheter and inject the medications. There was no report of significant blood loss. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.